Event description:
Customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
Customer cleared fault, and does not desire ge service. Customer reported system operates as intended.